Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and advised to contact support again if the issue reappears.